Event description:
Customer reports being unable to obtain a result on the aviva system due to an error on the device. Customer reported low blood glucose symptoms at the time; he was treating his low blood glucose symptoms with sugar water and sweetened coffee. A friend of the customer's arrived and treated him with cake. Manufacturer called an ambulance for the customer; result was 2 mmol/l on professional meter and customer was admitted to the hospital and received unspecified medical treatment. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).